Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the repair records indicated the referenced device had no repair history in the past year. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation, therefore the exact cause of the report malfunction could not be conclusively determined. However, based on the service evaluation, the peeling of the adhesive potentially occurred due external force was applied to the distal end due to handling. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states, do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found the adhesive at the distal end forceps cover was found peeling/cracked off due to stress or impact to a hard surface; scope passed leakage test. Additionally, the bending section cover adhesive has a crack. The scope was repaired to asset specifications and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The evis exera ii ultrasound gastro-videoscope was returned to the service center for a standard evaluation. There was no reported allegation of any malfunction associated with the scope. Upon inspection and testing of the asset, the adhesive at the distal end forceps cover was found peeling/cracked off due to stress or impact to a hard surface. There was no patient involvement reported to olympus.